Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of visual disturbance/neurologic deficit is listed in the product instruction for use, as a known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that one day post left internal carotid artery stenting procedure with xact stent, the patient experienced decreased visual acuity in the left eye. The patient was seen by an eye specialist with no treatment rendered. The patient was told that it would take time to resolve. The patient was discharged two days after the procedure and the condition was unchanged. Though requested, there was no additional information provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicates that the patient experienced a minor, ipsilateral, ischemic stroke. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of stroke is listed in the product instruction for use as known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.